Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A surgical procedure was performed during which the physician downsized the cuff from 4.5 to a 4.0 and leave the original pump and balloon. The medical staff tested the old balloon for leaks on back table and found none, which lead the physician to feel confident the patient just needed a smaller cuff. No further patient complications were reported.